Event description:
It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was resistance with the sheath due to the hemostatic valve. It was reported that there was resistance when the dilator was inserted into the vizigo sheath. After progressively increasing the force, there were kinks at the tip of the dilator and about 6 inches down from the tip of the dilator. The dilator was inserted correctly into the vizigo sheath and not at an angle. The resistance appeared to be from the hemostatic valve of the vizigo sheath. They replaced the vizigo sheath and the procedure continued. No patient consequences were reported. Dilator was kinked as a result from high resistance. No surgical removal is required, and no air enters the patient¿s body. A photo is not available of that valve, nor is information specific to how the product is broken. It was bagged up. Physician noticed extreme resistance of the dilator attempting to pass through the valve. Staff confirmed the insertion of the daily tour into the sheath was done according to our step-by-step. It was confirmed that the physician knows how to insert the dilator correctly through the valve. No blood loss was reported specific to the use of this product. No occlusion was observed within the sheath. Resistance was felt both in inserting and removing the dilator from the sheet. Hemostatic valve separation is MDR-reportable. Dilator damage is not MDR-reportable. Resistance with sheath is not MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-jul-2022, the product investigation was completed based on the video analysis. The physical device analysis was subsequently completed. It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was resistance with the sheath due to the hemostatic valve. Device evaluation details: according to the picture provided by the customer, the dilator was noted kinked/bent. Although the resistance condition reported by the customer could not be evaluated based on the photo provided, the kinked/bent condition observed on the dilator could be related to the experience of the customer at the procedure time, however, this cannot be conclusively determined. The photo does not provided information about the hemostatic valve separation. Visual analysis revealed no damage or anomalies on the sheath; however, some bents were observed on the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. Hemostatic valve was observed with no issues in the hub. Due to the resistance issues, an internal action was opened. A device history record review was performed for the finished device 00001910 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).